Event description:
A zoll patient service representative (psr) called zoll customer support to report that, while fitting a (B)(6) male patient, the patient's battery charger/modem was not powering up properly. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not powering up properly) was confirmed. Upon investigation the battery charger was unable to charge battery packs. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery board. The patient received a replacement battery charger/modem.